Event description:
The customer reported that the pt went into asystole and there was no alarm at the bedside or central station monitor. The monitor technician noticed the waveform, then contacted the nursing staff. The pt expired.